Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic procedure, at the end of the case, as they went to remove the trocar sleeve, it broke in half. The trocar sleeve split across from where the stability threads are. All pieces were retrieved. The case was completed successfully without having to open a new one. No delay to procedure. There were no adverse consequences for the patient.